Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during a knee arthroplasty, the articular surface would not fully seat to the tibial component.

Manufacturer narrative:
Visual inspection of the returned articular surface identified that the dovetail feature is compressed on both sides. There is also some damage to the distal face of the articular surface. The measured dimensions were conforming to print specifications where measured. Review of the device history records did not identify any deviations or anomalies. This device is used for treatment. Although the per states that the surgical technique was followed, the dovetail compression indicates that the articular surface was not correctly placed and oriented before pushing it into the tibial plate using the inserter instrument. Per the nexgen lps fixed knee surgical technique (97-5996-002-00 rev. 2) "place the articular surface onto the implant tray, engaging the dovetails. Steady the surface on the tray with one hand by applying downward pressure near the posterior curciate cutout." Additionally "only insert an articular surface once. Never reinsert the same articular surface onto a tibial tray." Based on the inspection results and the information provided, it is likely that the problems encountered are related to surgical technique.